Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a roux en y gastric bypass procedure, while creating the gastric pouch, the surgeon shot a blue reload with the device. After shooting the third reload, the device stopped working. The knife was at the end of the cartridge, but didn¿t move back. When they tried to press the 'reverse' button, nothing happened. The battery was removed and pushed in once again and again when trying to press the 'reverse', nothing happened. The surgeon used the manual override. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. There was a delay of five minutes.

Manufacturer narrative:
(B)(4). Batch # m53a3k. The analysis found that one ple60a device was returned in good visual condition and with no cartridge reload present. Upon further evaluation, the device was noted to be non-functional due to corrosion on the bulkhead contacts. One possible cause for this condition may be the exposure of cleaning solution. No further functional testing could be performed due to the condition of the bulkheads. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.